Manufacturer narrative:
Exemption number (B)(4) assigned to this retrospective summary report. At time of acquisition of power medical interventions by covidien, a review of the complaint files determined the complaints summarized herein should have been reported to the FDA as serious injuries. For the procode (B)(4) this and 6 additional events (serious injuries) are being included in this summary. (B)(4).

Event description:
After completing the anastomosis during a left colectomy, it was not possible to re-open the jaws of the stapler in order to remove the rings.